Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 400mg/dl. Customer was treated with insulin shot. There was no leak or no air bubble. Insulin exited with quick release. Customer did not allege for under delivering. Insulin pump passed high pressure test. The product will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).